Manufacturer narrative:
No sample or lot number info were provided for evaluation. The internal reject records for catalog 0070320 manufactured for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. As a finished good, qa performs visual inspections for cuts or tears on the surface of the drain. A review of the instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: do not puncture or perforate drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal. (B)(4).

Event description:
It was reported that there was a tear found on the silicone tube during use. The tube did not break off in the pt. The tube did not break in two. There was no problem or injury to the pt. The sample was discarded by the hospital.